Event description:
During laparoscopic tubal procedure, pt's appendix was found to be adhesed near her ovary. Lysis of adhesion was performed. Appendectomy was done by general surgeon using endoscopic linear cutter.it did not function properly and a portion of the device came apart in the pt's abdomen. A larger incision was required to retrieve remaining pieces & to finish the appendectomy.